Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If add'l info becomes available, a f/u report will be submitted.

Event description:
According to the info received, the primary packaging for a urinary catheter was not welded at one side and the fluid was leaking out from the packaging.